Event description:
The customer reported that the couch moved 12 to 14 inches when it should not have. The philips field service engineer (fse) confirmed that there was no harm to a patient, bystander, or operator. The fse determined that the service latch became loose or was not latched after service. The fse went on-site and secured the service latch.

Manufacturer narrative:
Correction & removal 1525965-04/08/14-005-c. On (B)(4) 2014, the customer at (B)(6) u.s. Contacted the philips field service engineer (fse) to report that couch layer on their ingenuity CT scanner slid out 12 to 14 inches. The technologist pushed the table top section forward and reported that it is holding. There was no report of harm to any patient, operator, or bystander as a result of this event. While the fse was on the way to the site the same day, the customer experienced a gantry shut down. When the fse arrived at the site he inspected, the system error logs. The log files showed an e-stop occurred coming from the patient transport. The fse evaluated the system and found that the table service latch was loose, letting the table top section move when sliding a patient. The fse latched the couch to resolve the issue. The fse stated the cause to be that the latch was either left off, or not tightened and fell off, following a service visit. No action was taken regarding the e-stop. The system is operating normally. No parts were replaced. No rescan or reinjection of a patient was required. The customer reported that the system had a second gantry shutdown. The fse inspected the system error logs again, which pointed to the patient transport. The fse then checked the voltage on the 5-volt power supply and checked connections on the advance control system (acs motion controller and the couch control card. The fse reprogrammed the start-up software on the couch control card. The fse ran exit scans to verify the system's functionality, and monitored the site for 2 days without incident. The issue was submitted for engineering evaluation. According to engineering evaluation: when a failure of the latch occurs, the couch upper sub frame is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the sub frame, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/ unloading. If the sub frame is not latched to the base, the couch becomes free floating at the sub frame interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub frame may cause a potential operator/technician entrapment or pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub frame when the service latch is not engaged. Field safety notification (fsn 72800614) that was sent to the field on (B)(4) 2014 stating that: - if the customer experiences a horizontal, free floating couch motion, they have to contact their field service engineer immediately. - a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The probable cause of the service latch being loose is that it was not sufficiently tightened by a field service engineer (fse) following preventive maintenance. The fse tighten the service latch to resolve the issue. (B)(4), 30 day report of MDR mailed on (B)(4) 2014.